Event description:
A customer obtained lower than expected test results for alpha-fetoprotein (afp), diluted-bhcg, inhibin a, and unconjugated estriol (ue3) for one patient's sample. The sample was re-tested and recovered higher than initial results. The specimen was also tested on a different instrument and obtained results closely matched the repeated results. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: a) initially the system failed dilution test on one pipettor and precision test for 2 pipettors. B) the fse cleaned two pumps and then repeated testing. All portions passed. Although the fse addressed hardware issues, no definitive cause fort his event can be determined. A malfunction will be assumed for the purpose of this report.